Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown drug. It was reported the patient¿s pump device was removed. The patient stated the pump was removed because she was not getting any satisfaction and was not helping with pain. The patient did not know the date she noticed the pump was not helping and also did not know when the pump was removed. The patient noted she had an unrelated surgery and the health care provider removed the pump. Additional information received from the health care provider reported the patient hadn't been seen since (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.